Event description:
It was reported that a pt underwent a laparoscopically assisted vaginal hysterectomy procedure under general anesthesia on (B)(6) 2010 and suture was used. The pt returned to the surgeon on (B)(6) 2010 with an extensive full body rash. The pt was seen by her primary doctor and was referred to an allergist. The primary doctor prescribed steroids and the rash has persisted for 3 months post operatively. The pt is scheduled for an ultrasound to evaluate the pt's pain and rash. No additional information was provided.

Manufacturer narrative:
(B)(4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.